Event description:
It was reported by the affiliate taht the (1) tir20 was used during an unknown procedure. It was reported that the clips would not deliver. The tim20 is not available. The case was completed with another instrument. There was no pt consequence.